Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with worn lens, possible fluid ingression at the base and air detector areas. During analysis, the customer's reported problem regarding "failed occlusion test" was able to be duplicated. The event log indicated that the sensor was functional at some time (40 high pressure alarms recorded). Sensor testing found the downstream occlusion (dso) sensor value out of manufacturing specification and non-functional. Service will replace the dso to correct the reported problem. Visual inspection found the lens cover worn and will need to be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump "did not reach pressure". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.